Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. The device image was reviewed and the device went into backup vvi due to battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and in the automated system; no anomalies were found and the device met all specifications.

Event description:
It was reported that during follow up, the device could not be interrogated due to interference from a left ventricular assist device (lvad). The lvad was turned off for one minute to interrogate the ICD. The ICD was found in back-up vvi mode. The lvad could not be left off long enough to save the error code. The ICD was explanted and replaced. The patient felt good after the event.